Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Exact date of implant is unavailable for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The review of the sterile control number records confirmed the lot/part number was also conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to pain and non-union. The patient experienced pain after being implanted with a 9mm tibial nail on an unknown date. It was additionally reported that the patient had x-rays performed and a non-union of the tibia was found. The patient underwent a revision surgery on (B)(6) 2016 during which time the nail and four screws were removed intact. The patient was revised with a new nail and three screws. The patient status was reported as stable at the end of surgery. This report is 1 of 2 for (B)(4).